Manufacturer narrative:
As of this report, the device has not yet been returned for analysis. There is no additional information related to this event, if additional information becomes available, the event will be updated. On june 17, 2005, guidant corporation (now boston scientific (crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information received indicates that the patient's family has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.